Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in-clinic on 25 nov 2020 with weakness and pre-syncope. Further investigation found that the right ventricular lead was over-sensing noise causing high ventricular rate notifications and pacing inhibition. Isometric movements confirmed the noise. The pacing impedance measurement had also increased. The lead was initially reprogrammed to address the issues, but was then capped and replaced on (B)(6) 2020. Patient was stable following the procedure.